Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported during testing that there was a "double beep with no cassette" alarm.. No patient injury was reported.

Manufacturer narrative:
H10: product is beyond twenty years from manufacture date of 2002-09 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found case damaged and fluid ingression. Functional testing found the problem was duplicated "double beeping no cassette" issue during the investigation. Found fluid ingression on the downstream sensor cause double beep - no cassette attached. Recommended downstream sensor to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Model number: 6400.